Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a low event. The patient was alerted she was low by continuous glucose monitor (cgm). Patient confirmed her blood glucose (bg) value with a fingerstick and she was at 39mg/dl at 8:00 am. The patient was sweating a lot and she called the paramedics. An ambulance arrived and checked the patient's vitals but patient was not administered treatment as she was alert. Patient drank 15 grams of orange juice and had carbohydrates and crackers to bring her sugar levels up. Patient was stable and at 129mg/dl when the paramedics left. There was no alleged device malfunction. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was returned for investigation. The reported low event was not confirmed. A root cause could not be determined.